Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 3.9 inr, donor 2 inr: 3.7 inr, donor 1 hct: 40% , donor 2 hct: 43%. Testing results: donor #1: retention meter and master lot strips: 3.9 inr , retention meter and customer strips: 3.9 / 4.0 / 3.9 / 3.8 inr. Donor #2: retention meter and master lot strips: 3.7 inr, retention meter and customer strips: 3.6 / 3.7 / 3.7 / 3.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
This event occurred in (B)(6). The coaguchek xs plus meter had some contamination on the heating plate, however, the meter has been used on other patients and expected results were received. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 368890) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on a coaguchek xs plus meter with serial number (B)(4) compared to a coaguchek pro ii meter. The patient was tested on the coaguchek xs plus meter with a result of 3.9 inr. The customer waited 40 minutes and then tested the patient on the coaguchek pro ii meter using a different strip lot and the result was 2.9 inr. The physician believed the result of 2.9 inr and the patient's medication was based on this result. The patient's therapeutic range was not provided.